Event description:
It was reported, the evis exera iii video system center was displaying a b30 communication error when paired with a 190 series scope during procedure preparation. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
(B)(6) called into olympus technical assistance center (tac) personnel to report his b30 communication error. Tac spent time trouble-shooting the situation with (B)(6), but was ultimately unsuccessful. Tac finally recommended that (B)(6) swap out the current clv-190 with a 'known good' clv-190 to confirm where the issue is. (B)(6) noted that he will swap those out and call back to report with his findings. The device has not been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. While a definitive root cause could not be determined, because this issue did not occur when connected to another cv-190 device, the reported problem may have been caused by dust or water droplets adhering to the electrical contacts on the scope. Another possibility is that the board may have failed. Olympus will continue to monitor the field performance of this device.